Event description:
The customer had originally indicated that the pump would be returned to the mfg site for testing and investigation. The customer evaluated the pump that had been isolated as being the pump possibly involved in the reported event. It was reported that review of the pump history showed programming completely inconsistent with any of the reported settings from the event. The customer concluded that the pump that was isolated could not have been the device involved in the event. There is no way for the facility to track the actual device that was in use at the time of the reported event; therefore, no device will be returned for testing.

Event description:
Report rec'd of an independent rate change. The device was in use on a pt in the oncology unit delivering an unspecified "maintenance hydration fluid". The pump was set to deliver at 30ml/hour. At an unspecified time later, the nurse reported that she "heard a distinct change in tone" of the delivery rate of the device. When the nurse entered the room to check the device, it was reported that the pump was infusing at 381ml/hour. According to the customer contact, the nurse reported that the pump was near a wall that separated the room from the hallway. There were three family members in the hallway outside the pt's room with one or more of the family members using cellular phones at the time of the reported rate change. The nurse reported that the pump was not close enough to the pt for the pt to have changed the rate. The pump was not isolated at the time of the event. It was removed from service and stent to the pharmacy department, but was not identified with a note describing the event. There was no reported adverse pt event. Later that day, the staff thought that the rate change may be related to the cellular phone. The staff attempted to track down the device. The pump was identified as the possible pump in use at the time of the event, but they are unsure if it was actually the device in use.